Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effects of myocardial infarction and thrombosis are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Literature attachment: article title: ¿complex all-comers and patients with diabetes 1 and prediabetes 2 treated with xience sierra everolimus-eluting stents: 3 coastline high-risk¿ b3: date of event estimated to 9/01/2019. D4: the UDI is not known as the part and lot number were not provided. D6a: date of implant estimated as 9/01/2018. The patient effect of death will be filed under a separate medwatch report.

Event description:
The article documents the coastline hr, a trial aimed to assess the safety and efficacy of xience sierra everolimus-eluting stents (ees) versus the resolute-type zotarolimus-eluting stents (zes) in patients with diabetes, prediabetes, or other criteria of increased cardiovascular risk. Adverse events associated with the xience sierra stents include death, target vessel failure including target vessel myocardial infarction, target lesion failure, target vessel revascularization, target lesion revascularization, and stent thrombosis. The article concluded that in patients with diabetes, prediabetes, or other high-risk criteria, xience sierra ees showed safety and efficacy, comparable to resolute-type zes, including resolute onyx. The significant difference in target vessel myocardial infarction (tvmi) was driven by periprocedural events, as a landmark analysis at 7-days found no between-stent differences. Details are listed in the attached article, titled " late thrombosis of first-generation bioresorbable scaffold site treated with novel resorbable magnesium scaffold.¿ no additional information was provided.